Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient reported they were shocked again last night down on the left side on the top left cheek and down low by the vaginal hole. The patient said the shocking is not happening now, they had shocking before shortly after implant in the beginning of 2018. The patient reported they have had a couple of falls. The patient was redirected to their healthcare provider to further address the issue. The patient also reported they had just seen their doctor on the (B)(6) 2021 and told the doctor their incontinence was back, like crazy. The patient said they need help, they can't stand wearing diapers and sitting on the toilet all the time. No further complications were reported.